Manufacturer narrative:
Cmp-(B)(4). Medical product-ascent pri lip brg 10x79/83 catalog# 179330 lot# 772410, bmet arcom ap pat 3pst 34mm md catalog# 11-150842 lot# 596640, ascent pri inlk fmrl med rt catalog# 179003 lot# 704930 . It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 02689, 0001825034 - 2017 - 02728, 0001825034 - 2017 - 02729 , 0001825034 - 2017 - 02731.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.